Manufacturer narrative:
Sample was collected in plastic bd li heparin plasma tube with a gel separator and centrifuged for 15 minutes at 3000 rpm at room temperature.qc prior to and on the day of the event was within the customer's established ranges.system check performed on (B)(6)2010 passed within instrument specifications.a field service engineer was on-site (B)(6)2010. Fse replaced some hardware, verified and adjusted all necessary alignments. System check was performed and no issues were noted. Fse did not note any hardware issues which would have contributed to the event.a clear root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously low intact pth result generated by the access® 2 immunoassay system.the result upon repeat was within the normal reference range.no reports of death, injury, or change to patient treatment have been reported in connection with this event.